Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. System operates as intended.

Event description:
The customer reported the system is not saving images correctly and the left monitor is nearly black. No pt injury was reported.